Event description:
It was reported while using bd point-of-use sharps collectors the lid did not fit properly. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the lids do not fit on the containers. 10 each. The lids do not fit on the containers.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd point-of-use sharps collectors the lid did not fit properly. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the lids do not fit on the containers. 10 each the lids do not fit on the containers.

Manufacturer narrative:
H6: investigation summary photos representation was provided for the complaint of lid will not shut. A DHR review was performed, the result showed there were no issues reported like lid will not shut because of incorrect lids for the lot number (2018938) reported under this complaint. Also, a review of the ncmr¿s was performed; the result showed there were no issues reported for wrong component (incorrect lids) for the same part number throughout the previous twelve months.